Event description:
According to the reporter: patient is fine. They did an xray and could not find the missing portion of needle.

Event description:
Procedure type: procedure: sleeve gastrectomy. According to the reporter: needle broke in half while toggling. The difficult did not result in an unintended colostomy or reoperation. A piece of the needle fell into the patient's cavity and was not retrieved. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient is fine. They did an xray and could not find the missing portion of needle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).